Event description:
It was reported during implant that after successful placement of the lead in the left bundle area, during slitting, the sealing ring of the catheter was not cut and remained around the lead body which resulted to the lead dislodgement. The catheter was attempted but not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the septum detached from the hub of the delivery catheter. The slitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The analyst noted the catheter and the slitter were returned, but the lead was not. Visual analysis showed there was adhesive bond present in the hub of the delivery catheter, but the septum was detached from the hub and not returned. Slitting was completed from the hub to the distal end of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.